Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt that was generated by the access 2 instrument. The accu tnl result was 4.84ng/ml. The accu tnl result was reported out of the lab and questioned by the flr. The pt original sample was re-tested for accu tnl. Te repeated accu tnl result was 0.00ng/ml. The customer states the pt was given treatment although they are not certain if medications were administered. Customer states the pt did not have a cardiac catheterization procedure performed.